Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. It was later confirmed by the biomedical engineer that he opened the device in order to perform an internal inspection and observed that the device's therapy connector assembly was not properly seated on the therapy pcb assembly. The biomedical engineer reseated the connections and after observing proper device operation through functional and performance testing the unit was placed back into service for use. The device has not been returned to physio-control for evaluation.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device was showing dashed lines (---) in paddles lead ECG when connected to a simulator. As a result, determining the need for defibrillation through paddles lead ECG, as well as defibrillation, would not be possible. There was no known patient use associated with the reported event.